Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy pacemaker (crt-p) presenting electrogram (egm) due to concerns of drop in brady pacing rate percentages. It was noted that the patient was in a atrial fibrillation (af) with rapid ventricular response (rvr) rhythm and the hcp inquired if the drop in pacing percentages were related to the rhythm. Upon review, oversensed right ventricular (rv) lead noise with pacing inhibition that lasted less than two seconds was observed by ts. The hcp noted that the rv lead noise was not reproducible when isometrics were done. Ts discussed possible causes of the oversensing with the hcp and recommended for further device evaluation. The crt-p and rv lead remain in service. No additional adverse patient effects were reported.